Event description:
The customer reported that the mrx battery, product m3538a gave a battery error on the mrx. He performed a battery calibration but the battery lasted less than one minute and then the mrx shut down.

Manufacturer narrative:
(B)(4): the customer reported that the mrx battery, product number m3538a gave a battery error on the mrx. He performed a battery calibration but the battery lasted less than one minute and then mrx shut down. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.